Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. 15apr2025 manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is a follow up report.

Event description:
Estimated date of incident 20feb2025. It was reported the filter grommet is lose on an in the ear hearing aid. There is no allegation of harm to the user. There is no further information on the case. Further follow up is expected. 15apr2025 no further follow up has been received.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. 15apr2025 manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is a follow up report. 16may2025 manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is a follow up 2 report. 12jun2025 technical investigation concluded: device history record review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: it has been reported that a filter grommet came loose in a custom hearing aid. There are no reports of harm to the user, and no reports that the loose filter grommet got lost in the user's ear. Investigation of the affected device showed that the wax filter did not seat well into the grommet and stuck out. When attempting to install the wax guard during investigation, it was found that the filter would not seat into the sound bore. After cleaning the sound bore however, the wax guard was able to be installed successfully. It was therefore concluded that the loose wax filter was due to debris in the sound bore where it is supposed to sit. Hearing aids need to have detachable spare parts as wax filters. Therefore, eliminating the risk of a spare parts remaining in the ear canal is not possible. A wax filter can become detached and remain in the user's ear canal when the hearing aid is removed or if the cerustop bushing has become dislodged from excessive force applied during replacements or cleaning of the wax filter. Without bushing, a replaced cerustop is not secure and may fall out in the ear. The wax filter then constitutes a foreign body in the ear canal and should be removed as soon as possible as it can pose an infection risk. The hazard is identified in the risk analysis and mitigated on device design by ensuring that the wax filter cannot be removed without a tool. The user guide includes an instruction on how to replace a wax filter with a tool and to contact the hearing care profesional if a foreign object is located in the ear canal. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register device investigation concluded: based on above studying, ear wax inside sound bore may cause wax guard loose, and if user didn't clean the ear wax inside the sound bore, it is high likely to cause the wax guard could not stay in the bushing and come out of the bushing along with the stick or the wax guard will be protruded a little bit which may cause the wax guard dropping out and left in canal after it suffer ear wax for some time. Manufacturers investigation is final. This is a final report.

Event description:
Estimated date of incident (B)(6) 2025 it was reported the filter grommet is lose on an in the ear hearing aid. There is no allegation of harm to the user. There is no further information on the case. Further follow up is expected. 15apr2025 no further follow up has been received. 16may2025 no further follow up has been received. Awaiting investigation of the device. 12jun2025 manufacturer's investigation completed.

Event description:
Estimated date of incident (B)(6) 2025. It was reported the the filter grommet is lose on an in the ear hearing aid. There is no allegation of harm to the user. There is no further information on the case. Further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. 15apr2025 manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is a follow up report. 16may2025 manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is a follow up 2 report.

Event description:
Estimated date of incident (B)(6) 2025. It was reported the filter grommet is lose on an in the ear hearing aid. There is no allegation of harm to the user. There is no further information on the case. Further follow up is expected. 15apr2025 no further follow up has been received. 16may2025 no further follow up has been received. Awaiting investigation of the device.